Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 360 mg/dl at the time of incident. The current blood glucose was 177 mg/dl. The other relevant blood glucose level was 160 mg/dl. The customer treated with bolus and injection. The customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.